Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient with a dental implant experienced nerve damage and an infection. Osseointegration failure was also reported. The dental implant was removed five months after initial placement.